Manufacturer narrative:
Component code: g03001. The abbott ambassador noted that the system and its computer were powered off while the spark was observed. The ambassador also noted the refrigerator power switch had flipped to the off position after this incident. The system computer and the refrigerator returned to normal functionality after powering them back on. This incident occurred during the installation of a new alinity s system serial number (B)(6). Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The alinity s system service documentation and the alinity s system operations manual contain adequate information for electrical hazards. Additionally, the use of appropriately grounded electrical outlets of correct voltage and current-handling capability was noted in the alinity s system service documentation and the alinity s system operations manual. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
An abbott service representative stated that while plugging in the fan for the alinity s processing module, a spark was observed on (B)(6) 2021 from the fan's power connection inside the module. There was no fire observed and no damage to the fan was noted. No injury occurred.